Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38 mm x 4.0 mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 38 mm x 4.00 mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage. The 3 most distal stent strut rows were damaged, struts were crushed and overlapping. The crimped stent od(outer diameter) of the remaining undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube kink 40mm distal from distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. Contrast medium was evident inside lumen. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 4.0mm target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 38mm x 4.00mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.